Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received ongoing occlusion alarms. Troubleshooting with the customer's current supplies was performed and found the occlusion being due to the site; however, the contact disagreed and stated that she believes the pump to be the cause of the issue. Customer had elevated blood glucose (bg) levels. Contact could not recall the customer's exact bg value. It was indicated that the customer has a back up method for continued insulin therapy.